Event description:
The patient reported that the needle button accidently released prior to the completion of the 24-hour period after 11 hours. The patient wears v-go on her abdomen. The patient indicated that this is the fourth time this happened.